Event description:
The customer reported the white blood count (wbc) and red blood count (rbc) platelet (plt) background failing on the lh 500 hematology analyzer. The instrument operator was wearing personal protective equipment consisting of a laboratory coat, gloves, and eye protection during the event. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There were no erroneous test results associated with this event. There was no death, injury or affect to the user or patient treatment associated with this event.

Manufacturer narrative:
The field service engineer (fse) found the sweep flow restrictor tubing had disconnected and leaked onto the cbc module manifold (mf1) and wire harness causing the manifold to not function properly. The fse replaced the cbc manifold and wire harness and reconnected the sweep flow tubing to resolve this issue. (B)(4).